Manufacturer narrative:
Device was returned for evaluation and a dimensional analysis was performed and device was found to be conforming. In addition, the standard method for checking the outside spherical radius is with a mylar and a comparator. This feature was check both with a mylar and the comparator and also checked on a cmm and passed with both methods. The liner was inserted into a ringloc plus cup of the same size with a locking ring to confirm that a locking ring would lock onto the liner. The locking ring did fully lock the liner. A ringloc plus cup was used to ensure that the liner could be removed without damaging it. Review of DHR and complaint history were performed and no issues or deviations were noted. The complaint was not confirmed. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The IFU for the attached in the complaint states warnings ¿prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component. ¿ (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2015, the e1 max-rom liner size 23 appeared to be smaller than the size listed on the packaging. A ball liner impactor was attempted to be used but the liner would not engage the locking ring. It would not lock into the cup, as it appeared to be too small. A high-wall liner was used to complete the procedure with no delay. No adverse events have been reported as a result of the malfunction.